Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged one hour after initial implant. The lead was repositioned successfully. A few day later the lead dislodged once more. The lead was explanted and replaced successfully with no complications to the patient.

Manufacturer narrative:
This report is to retract report 2017865-2016-00554 submitted (B)(4) 2016 the event had already been submitted in report 2017865-2016-00393.